Event description:
Pt responded to company sponsored facebook post, "acuvue oasis contacts screwed up my eyes for like a whole year." The pt has not responded to attempts to contact through facebook. Due to the extended length of time reported, this is being reported as worst case. No other medical info was provided. If add'l info is received, will report within 30 days of receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Manufacturer narrative:
Conclusions: no conclusions can be drawn.